Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer became hot to touch on (B)(6) 2011. The customer reported that there was smoke coming from the battery component area. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).